Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. In addition to pink probe coating being cut, additional findings were as follows: bending section cover glues were worn out; distal end glues were worn out; bending angulations were out of specifications; keytop 1 cut; damaged piezoelectric elements; and suction channel was damaged. The contents of the instruction manual at the time of shipment of the product regarding handling, it was confirmed that the following description was provided. ¿ do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. ¿ do not hold the ultrasonic transducer when holding the insertion tube. The ultrasonic transducer damage can result and/or the ultrasonic image will be abnormal. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to wrong user handling/ user mishandling. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the ultrasonic gastrovideoscope had a distal leak. There was no patient harm associated with the event. The device was evaluated, and it was found that the pink probe coating was cut. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.